Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator replacement procedure. Upon interrogation of the pulse generator, atrial noise reversion and auto mode switch episodes were noted on the stored electrograms. It was suspected this was due to oversensing on the right atrial bipolar electrogram. Lead tests were normal and stable. Pocket manipulation and isometrics could not reproduce the noise. The device was explanted and replaced. The patient was discharged. Noise was not noted at discharge.